Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient's right hip was revised for aseptic loosening of the femoral stem. A secur-fit stem was implanted with a new femoral head.